Event description:
It was reported when using the bd pyxis¿ medstation¿ es , display malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer confirmed that there was no issue. The device functioned as intended after the customer troubleshooted the device.